Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed during follow-up in clinic. The patient was not reported to be symptomatic. Further review indicated myopotential oversensing. Programming change was made. The patient will be followed normally.